Manufacturer narrative:
Investigation found that the clutch spring failed to deployed due to the spring latch not releasing it. The spring latch was observed to be misaligned which resulted in the clutch spring not deploying. The failure of the clutch spring to deploy due to the spring latch being misaligned prevented insulin from being delivered properly. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl while wearing the pod between 4 and 24 hours, wearing it on the arm. For treatment, manual injection was administered.